Event description:
Attorney alleges pt had surgery to revise lead, suffered injuries and died as a result. Attorney also alleges pt slipped while in hosp, hit head and died. No report of device explantation. A follow-up report will be sent if additional info is received.